Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 161mg/dl at the time of the incident. The customer stated that the drive support cap appeared flushed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for damage was also performed due to the flushed drive support cap. Troubleshooting for failed battery was also performed as it was found during a history review from motor error troubleshooting. The customer was advised proper battery use. Troubleshooting for weak battery alarm and blank display were also performed as they were mentioned during previous troubleshooting but they were only explained since the insulin pump was already getting replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test, self-test and displacement test. No unexpected failed battery test, bad battery , low battery or weak battery alarms noted during testing. Motor passed motor test. Unit had minor scratched lcd window and cracked reservoir tube lip.